Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the set screw for the right ventricular (rv) lead port would not secure the lead. The physician attempted multiple times to insert the rv lead into the header, but the lead was "popping out and doesn't feel like the screw is locking down." The lead was eventually locked into place but when numbers were reviewed, the rv pace sense impedance was >3000 ohms with high thresholds. The leads were then removed from the ports and tested through the analyzer with acceptable results. The device was replaced with a new device and all measurements were within normal limits. No patient complications were reported as a result of this event.